Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of wear patches on the femoral head and adjacent to the cup rim. These features likely indicate that edge loading or subluxation of the components occurred. Such mechanisms may arise when the acetabular component is sub-optimally positioned or if the patient has a degree of laxity. The scratching on the bearing surfaces suggests that a third body was present, the source of which is unclear. The resulting elevated stresses at the taper interface may have also encouraged the fretting or galling process that is indicated by the black residue on the female taper. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04534 / 04535).

Event description:
It was reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2007. Subsequently, patient was revised on the left side on (B)(6) 2012 due to armd. During the procedure, a fluid collection within a false capsule and watery cream fluid were noted. Reported from (B)(4) laboratory.